Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up due to the a/c cable failing for this device. The device's a/c cable would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.